Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had experienced skin irritation causing a chemical burn as well as a scar at the pod infusion site (abdomen). In addition the patient reports hazing purulent discharge at the pod infusion site. The patient was advised by their doctor to use an antibiotic ointment at the pod infusion site. The patient removed the pod. The patient reports the pods chemical burn had healed but the patient was left with a scar at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin scarring. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.